Manufacturer narrative:
This is the first sheath mentioned in the event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath to perform the transseptal puncture the needle pierced the dilator. After inserting the sheath and the guidewire into the patient the guidewire was removed, and the non-boston scientific needle was advanced. The needle became difficult to move in the sheath and when they withdrew the system, they found the needle had pierced the dilator. A new needle and dilator were used but the issue occurred a second time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
This is the first sheath mentioned in the event. Upon receipt at boston scientific's post market laboratory the dilator was first visually inspected, and it was noted there was damage to the tip. Next, investigators x-rayed the dilator which revealed that the needle had deviated from the inner lumen of the dilator and had pierced the tapered part of the dilator tip. Based on all the available information the most likely cause of the damaged dilator was determined to be due to quality control deficiency. The dilator is intended to be compatible with the non-boston scientific needle that was used in this case, meaning that the dilator failed to stand up to use with an approved needle.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath to perform the transseptal puncture the needle pierced the dilator. After inserting the sheath and the guidewire into the patient the guidewire was removed, and the non-boston scientific needle was advanced. The needle became difficult to move in the sheath and when they withdrew the system, they found the needle had pierced the dilator. A new needle and dilator were used but the issue occurred a second time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.